Event description:
It was reported that "it appears that the tulip heads have become separated from the screw shafts."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.